Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On 07/04/2024, the pediatric's parent stated the patient experienced hypoglycemia with total body shock wile the bg was 20 mg/dl and the cgm did not catch the episode. The cgm value at that time was not reported and there was no informaiton on reversal of hypoglycemia. At an unspecified time, the cgm was displaying 202 mg/dl and the bg was 140 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the time the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid for an unspecified time during the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.